Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture 11/26/2018 to the present date 09/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.